Manufacturer narrative:
(B)(4). Method: the returned chamber and associated feedset were visually inspected for damage or abnormalities. Results: visual inspection of the feedset tubing revealed that insufficient glue had been applied at the connection between the feedset spike and the tube, causing it to separate. A lot check revealed (B)(4) other complaints of this nature for lot number 100220. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).

Manufacturer narrative:
(B)(4). The complaint chamber has not yet been received by fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the chamber and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofill humidification chamber leaked between the feedset tubing and the water bag spike. The leak was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofill humidification chamber leaked between the feedset tubing and the water bag spike. The leak was found prior to patient use.